Manufacturer narrative:
A medrad service engineer performed a system check-out on the avanta injector and the unit was found to be operating to specification. Medrad representatives visited the hospital and tested the disposables that were involved in the incident and no issues were identified during the on-site testing. The disposables were then returned to medrad for additional testing and no visual or functional defects were identified. Additional applications training was performed after the reported incident.

Event description:
The site reported the following: the patient was scheduled for coronary and peripheral angiography. During the first injection of the first patient of the day, air was visualized in the left coronary artery on the images. The patient's blood pressure dropped. An intra aortic balloon pump was inserted and the patient recovered.